Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue and a normal deployment steps were heard; however, the clip was stuck from the catheter to deploy. Reportedly, the handle was forcibly removed but with caution, causing a mucous with bleeding tear component. The same issue happened with the second resolution 360 clip device and due to the force of removing the device, the clip was finally placed onto tissue. The procedure was completed at this time. It was noted that a gas was resumed very quickly and there was no active bleeding nor any risk of perforation. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block e1: initial reporter fax: (B)(6). Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results. The returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Microscope examination was performed on the bushing, and there were no discernible failures observed. Dimensional analysis was performed on the bushing outside diameter, and it was confirmed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were within specification. No other issues with the device were noted. The reported event was not confirmed. The investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue and a normal deployment steps were heard; however, the clip was stuck from the catheter to deploy. Reportedly, the handle was forcibly removed but with caution, causing a mucous with bleeding tear component. The same issue happened with the second resolution 360 clip device and due to the force of removing the device, the clip was finally placed onto tissue. The procedure was completed at this time. It was noted that a gas was resumed very quickly and there was no active bleeding nor any risk of perforation. The patient condition at the conclusion of the procedure was reported to be good.